Event description:
During incoming inspection, the distributor rejected this device, 139104ext, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received two of 139104ext in original packaging. Lot number was verified. Performed a visual inspection of the device, there were no obvious signs of a breach. Performed a functional inspection, the devices were dye leak tested which indicated that one package had sufficient heat seal as there was no leak. The second device had an insufficient seal as there was a leak. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be the device was encroaching the seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised to inspect and test each device before each use. We will continue to monitor per regulatory requirements to help ensure patient safety.